Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to inspect the sorter for any dropped cups but there were none found. Upon follow up, the customer reported that they found a dropped cup in the sorter and removed it. They were able to run the instrument without any issues and quality controls had acceptable results. The instrument was operating as expected. There was no action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 11187005 from 13-oct-2017 through aware date 06-nov-2018. There were no other similar complaints found during the searched period. The instrument was installed on 13-oct-2017. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2141] no cup from sorter cause: the cup sensor s032 did not detect the cup which entered the dispensing lane from the sorter. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check s032, the position where the cup is transferred from the sorter to the dispensing lane, the cup sensing position, and the cup release operation. The most probable cause of error 2141 was due to dropped cups in the sorter.

Event description:
A customer reported getting error 2141 no cup from sorter with the aia-900 instrument. The customer stated that the cups were picked up and then dropped inside the sorter. The sorter was also making a lot of noise. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl) and parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.